Manufacturer narrative:
The patient was given peridex mouth rinse and kenalog orabase for treatment of burn. During evaluation of the handpiece, it was found that the bearings were gritty causing the head of the handpiece to heat up during use. Debris level was low. The dental office was informed that records showed the handpiece had not been repaired since (B) (6) 2007 and that an overhaul of the handpiece was needed. A two year service check for handpieces was recommended.the handpiece was repaired and returned.

Event description:
While the dentist was working on tooth # 28-31, the corner of the patient's mouth was burned when the handpiece got hot.